Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Using a known good programming head, telemetry was intermittent. The link electronics module head connector is loose. Printed circuit board found out of mechanical specification. (B)(4) returned programming head passed all testing. No anomalies found.

Event description:
It was reported the programmer was unable to interrogate an adapta pacemaker device. Service disk was used but still unable to interrogate. Wand changed and programmer was able to interrogate the device. It was also reported that now it no longer interrogates. The programmer and programmer head were returned for repair. No patient complications were reported as a result of this event.